Manufacturer narrative:
Concomitant medical product: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins). The reason for call was caller stated the stimulator is not easing the pain for the patient, and the implant is running out of charge quickly. Caller said it is not working good. Caller stated the patient charges every day but the battery runs out quickly. Caller noted that the therapy used to help with the pain, but it doesn't anymore. When asked for event date, caller said it's been a while "but it's been increasing." Caller denied the patient having any falls or injuries. Agent asked if the stimulation was turned on, and caller said the patient can't turn the stimulation on because it effects her brain. Caller clarified that it causes shaking "like a seizure" when it's turned on, and the pain level is the same either way so the patient keeps it turned off. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023, additional information was received from the patient reporting that the cause of their reported issues was that the patient¿s battery was not charging. The patient stated that actions taken to resolve the reported issues was they called into the manufacturer to see if they could fix it, but indicated that the issues were not resolved. On (B)(6) 2023 additional information was received from a patient representative reporting that the controller was not charging the implanted neurostimulator(ins). During the call, the pt rep. Successfully charged the ins with the recharger antenna (rtm). Ins cha rge was 80% and controller charge was 80%; ins was recharging excellent as expected. Pt rep. Then mentioned the ins and the controller deplete too fast and mentioned they both deplete in about 5 minutes after charging the ins. When attempting to troubleshoot further, pt rep. Disconnected call. Patient services specialist(pss) attempted to call pt rep. Back on the number provided by pt rep, but had to leave voicemail.